Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and on the surface of the unit. Additionally, the device was displayed error code e055 (err_therapy_queue_full), and e066 (err_stuck_encoder_b). The device was found to have contamination from foam particles inside the blower kit. Dust was confirmed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.